Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer is requesting for bench repair. No further reason was given as to why bench repair was requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the customer is requesting for bench repair. Initially, no further reason was given as to why bench repair was requested. It was later reported the speaker was not working. There was no reported patient involvement/adverse patient impact. One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The audio code ic, u11 was found to be defective.